Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an error on the external pulse generator (epg). It was noted that the main printed circuit board (pcb) was contaminated, output connector assembly was broken, encoder assembly and one knob were contaminated, lower case was broken, display wires were pinched, wire insulation was not compromised, and four case screws were contaminated. It was also noted that this generator was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pulse generator (epg). It was additionally noted on the incoming information from the floor to biomed that the epg was "broke." The epg was returned for repair. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.